Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call unexpected battery power loss. The customer¿s blood glucose level in the 140 mg/dl. Customer reported that the type of battery in use is alkaline battery. Customer reported that they did not receive a low battery alert prior to the off no power alert. Customer advised that pump requires brand new batteries to work more effectively. Customer reported issue was not resolved after the inserting new battery. The insulin pump will not be returned for analysis.